Event description:
On 9/15/1994 non specific malfunction. 5/1/1996 lead cut, capped and left in situ due to j wire fracture without protrusion through the outer polyurethane insulation. 8/1/1996 report received of lead severed. 11/14/1996 the lead was explanted due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation. Explant method: intravascular, superior technique/tools: direct traction with locking stylet sheath(s) and laser re-admitted for pleural effusion and pericardial centesis.